Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges the infusion sites fall of due to a defect in the adhesive. Alleged cannula has been discarded. No adverse event reported. No product will be returned.